Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, a scratch down the center of the lens was noted upon implantation. It was reported it is unknown what caused the scratch. A new lens was inserted to complete the procedure with no patient harm. The sample is not available for return as it was discarded.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The customer indicated the use of qualified cartridge and viscoelastic. A non-qualified handpiece was indicated. The sample was not returned. The root cause is most likely related a failure to follow the dfu. The account used a handpiece that was not qualified for use with the lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).